Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed ic windup within the telescope section of the device. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. The telescope assembly was not able to properly pull back, advance, or retract due to ic windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as 2134265-2015-00188 and 2134265-2015-00189. It was reported that automatic pullback failure has occurred. During a procedure, an atlantis¿ sr pro² imaging catheter was used to treat an unspecified target lesion located in the coronary artery, however, the catheter did not pullback. No patient complications reported.

Event description:
Same case as 2134265-2015-00188 and 2134265-2015-00189. It was reported that automatic pullback failure has occurred. During a procedure, an atlantis¿ sr pro² imaging catheter was used to treat an unspecified target lesion located in the coronary artery, however, the catheter did not pullback. No patient complications reported.